Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The nurse found the line was leaking fluid and blood. The nurse changed the microclave and the line was still leaking at the hub where the microlave connects, blue lumen. There was no procedure happening at the time. The line was infusing fluids that had been running for a while and this happened during the infusing.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample or visual evidence provided to evaluate the reported issue. However, due to the number of complaints regarding the reported issue with this part number, this complaint will be confirmed for two devices. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
The nurse found the line was leaking fluid and blood. The nurse changed the microclave and the line was still leaking at the hub where the microlave connects, blue lumen. There was no procedure happening at the time. The line was infusing fluids that had been running for a while and this happened during the infusing.